Manufacturer narrative:
Other relevant device(s) are: product ID: 978b128, serial/lot #: va28b3h, ubd: 08-apr-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient stated they had the device for both urinary and fecal issues. They reported the device never controlled their urinary issues, "gets botox that have been controlling bladder symptoms." They reported they were on program 5 since (B)(6) 2020, and symptoms were controlled, but symptoms returned in (B)(6) 2021 and progressively got worse. The patient reported the healthcare provider (hcp) then switched to program 7 last month. The patient stated they were now having constipation. Therapy strength and different programs were reviewed with the patient, who reported they would increase the therapy strength or switch programs and leave to assess symptoms/symptom relief. They reported they had an upcoming follow-up appointment with their hcp on monday. Additional information was received on 2022-04-15 called back and reported additional event details. Patient had an ultrasound which confirmed the lead had moved and 2 of the 4 electrodes were not working. The doctor said a lead revision was necessary and it is scheduled for july. The doctor wanted patient to stay on program 7 because they tested the other 6 programs and none of them appeared to be working as patient was not feeling stimulation sensation on any of them. Patient also reported the ins migrated and there is a visible bulge pressing against patient's upper buttock. Patient is still experiencing the constipation and wondered if they should change to one of the other programs. Reviewed patient might consider turning therapy off if they suspect the stimulation is causing the constipation. Recommended patent follow up with managing physician to discuss questions about symptom management from now until the revision surgery in july.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.